Manufacturer narrative:
As of today the investigation is still in-process and a follow-up will be filed as needed.

Event description:
It was reported that the c-arm moves on after footswitch releases. No injury reported. A field engineer was dispatched to the site.

Event description:
It was determined that the footswitch needed to be replaced. Once this was completed the system was working as intended.